Manufacturer narrative:
The reported event of noise, inappropriate atp and inappropriate shock was confirmed via review of the device image. The noise appeared consistent with that caused by damaged leads however the leads were capped and replaced. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to the emergency department after experiencing shock, inappropriate antitachycardia pacing therapy and high voltage shock due to noise on right ventricular lead was observed. Cath imaging procedure showed fracture on right ventricular lead and insulation anomaly on right atrial lead. Noise was also present on right atrial lead. Both leads were capped and replaced on (B)(6) 2019. Device was also explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-14206, related manufacturer reference number: 2938836-2019-14209.